Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided.